Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with blood/body fluid noted in the lumens. It was also observed that the tip tines have been cut off and are missing from the lead tip. The lead then passed continuity and hipot tests.

Event description:
This supplemental report is being filed as product investigation was received. Boston scientific received information that this left ventricular (lv) lead was dislodged. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lv lead was explanted. No additional adverse patient effects were reported.